Event description:
It was reported that during a thrombectomy treatment procedure removal difficulties occurred. The target lesion was located in the arteriovenous fistula clotted shunt. An avx angiojet catheter was selected and normal access was obtained. They switched out to a .035 non-bsc guide wire. On the first run when pulling the catheter through the sheath it got hung up on the sheath right at the catheter tip. It was noted that the tip was damaged/frayed. During removal the guide wire was still in place, but the physician had to take the avx catheter and sheath out because, they could not get the avx catheter through the sheath. The procedure was complete with a different device no patient complications were reported

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the tip of the catheter was damaged and the windows were stretched. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a thrombectomy treatment procedure removal difficulties occurred. The target lesion was located in the arteriovenous fistula clotted shunt. An avx angiojet catheter was selected and normal access was obtained. They switched out to a .035 non-bsc guide wire. On the first run when pulling the catheter through the sheath it got hung up on the sheath right at the catheter tip. It was noted that the tip was damaged/frayed. During removal the guide wire was still in place, but the physician had to take the avx catheter and sheath out because, they could not get the avx catheter through the sheath. The procedure was complete with a different device no patient complications were reported.